Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon inspection on the patient's device implanted pocket, the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was found eroding through the skin. The patient was admitted to the hospital and received antibiotic courses due to infection. Both the ICD and rv lead were explanted and replaced. The patient was stable.